Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patients left ventricular lead was chronically dislodged. The was capped and replaced on (B)(6)2018. The patient was stable prior, during and post procedure.